Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Further related events have since been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 the patient had right heart failure. Their cardiac index (ci) was less than 2.0l/min/. This was unlikely to be considered device related, but it could not be ruled out. The patient had an underlying disease. On (B)(6) 2024, a right ventricular assist device (rvad) was explanted due to ventricular recovery or withdrawal. The rvad was implanted along with the heartmate 3 on (B)(6) 2024 and was a third-party product (biofloat).